Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "uncoil the device. Verify smooth handle operation and clip action. Open the clip by gently moving the handle spool distally (away from the handle thumb ring). Once the clip is fully open, do not continue advancing the handle spool as the clip may prematurely detach from the catheter. Close the clip by moving the handle spool proximally until the clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed, hold the red handle cap, and advance the device in small increments into the accessory channel of the gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance the device, relax the elevator and/or straighten the endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was put down scope and then taken back out, was open and closed prior to putting down scope, after put down when opened it was partially deployed like was still attached to hook but not able to open clip [tromboning: clip housing detached from the catheter attachment and remained attached to the drive wire]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.